Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 500+ mg/dl. Customer was treated with an insulin drip at the hospital. Customer was wearing the insulin pump at the time of emergency room visit. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.